Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.